Event description:
It was reported by service report that the power cord and motion interrupt pan were damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan.